Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that the device was defective. A 2.50mm x 24mm liberté stent was selected to treat an unspecified target lesion. However, during unpacking, it was noted that device was defective. The device was not used and returned. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: returned product consisted of a liberte stent delivery system (sds) with stent and a liberte shelf box and carrier tube (hoop). The batch number on the returned packaging and device matched the batch number for this complaint. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The fifth and sixth proximal rows of stent struts were flared, bent, and overlapping. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).